Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized and treated with unspecified medication (intraperitoneal) and an unspecified infusion (intravenous) for the event. The cause, patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.